Manufacturer narrative:
H3: product analysis of part # 7577555 : lot # h5787187 visual inspection confirmed the legacy screw was returned with the bone screw shank separated from the pedicle head. Macroscopic inspection revealed the multi axial ring has been damaged also due to the bone screw shank pulling loose. The separation appears to be from overload as the root cause. The internal testing shows a load of 3100n -5400n (tr12-249) depending on lmc/mmc to separate the head assembly from the shank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding a patient having spinal fusion. It was reported that when the spine was being reset, the screw head separated from the screw body. There was no patient symptom reported. The screw remains implanted. There were no further complications reported regarding the event.

Manufacturer narrative:
Section e : healthcare professional ( initial reporter ) details are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.